Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached in the lap joint section and was not return. No damages or failures were observed on the ccp (catheter code pcba) board assembly. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left main coronary artery. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus was connected to the motor drive unit, the catheter could not be matched. The system reported an error, and the problem persisted even after the catheter was inserted into the patient. The patient remained stable, and no complications were reported. It was reported that the device was not used to make any treatment decision, and the procedure was completed with another device.

Manufacturer narrative:
A2 age at time of event: 18 years or older

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left main coronary artery. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus was connected to the motor drive unit, the catheter could not be matched. The system reported an error, and the problem persisted even after the catheter was inserted into the patient. The patient remained stable, and no complications were reported. It was reported that the device was not used to make any treatment decision, and the procedure was completed with another device.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left main coronary artery. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus was connected to the motor drive unit, the catheter could not be matched. The problem persisted even after the catheter was inserted into the patient. The patient remained stable, and no complications were reported.